Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because, the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: information regarding the endoscope used with this ligator was requested from the initial reporter, but unable to be provided. This ligator is compatible with endoscopes that have an outer diameter of 9.5mm - 13mm only. If an endoscope with an outer diameter smaller than 9.5mm was used with this ligator, this could be the cause for barrel detachment from the endoscope. The instructions for use caution the user to refer to the package label for the endoscope outer diameter required for the ligator being used. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The instructions for use also caution the user not to place lubricant inside the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscopic is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. If the barrel is not advanced as far as possible onto the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the endoscope. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a procedure to band esophageal varices, the physician used a cook endoscopy six shooter saeed multi band ligator. (The barrel of the ligator is loaded onto the endoscope and advanced into the patient's esophagus.) Prior to band deployment, the barrel detached from the string and the endoscope. The barrel was retrieved with an extraction basket. No additional procedures were required other than using another ligator to complete the procedure. There was no adverse affects to the patient due to this occurrence.